Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. There were no button error alarms noted. There were no ramping numbers noted on the display. There was no moisture damage noted on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 51 mg/dl. Customer stated that she was trying to bolus and the numbers just kept ramping up and recycling all the way around all night. Customer just disconnected from the pump and then it finally ran out of battery. Customer put in a new battery and got a button error alarm. Customer ate a salad with lots of tomatoes and crackers. Customer stated that she feels okay. Customer's blood glucose was at 131 mg/dl. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.